Event description:
Cluster of pts reported that have experienced adverse skin reaction. Distal to the insertion site, the skin blanches, turn colors, blisters, almost necrotic. The skin was noted to turn white when they flushed the line.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. As limited info was provided and the actual device in question was not returned, we were not able to determine if the catheter was the actual source of the difficulty encountered. We will, however, continue to monitor for similar occurrences.